Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified, mid left anterior descending coronary artery. A 3.0x48mm xience prime stent was implanted, and a distal edge dissection was noted. The dissection was successfully covered with another unspecified xience stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.